Manufacturer narrative:
The na electrode lot number is w1715 and the expiration date is 10-mar-2025. The field service representative replaced the vacuum and sipper nozzles and performed a flow path wash. After service, no issues were reported by the customer. The investigation did not determine a specific root cause but found the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 154 mmol/l. The questionable result was not reported outside of the laboratory. The sample was repeated on another module and the result was 145 mmol/l. The sample was repeated as the customer was aware of the patient's na result from a sample taken on (B)(6) 2024 of 138 mmol/l. The repeated result was believed to be correct.